Event description:
As reported in the survey, respondent #3 reported that an unknown optease filter indicated thrombosis of the filter stating ¿several years dwell time and complete caval thrombosis.¿ also, indicated full vena cava occlusion stating ¿long dwell time due to complex medical issues.¿ the device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported in the survey, respondent #3 reported that an unknown optease filter indicated thrombosis of the filter stating, ¿several years dwell time and complete caval thrombosis.¿ also, indicated full vena cava occlusion stating, ¿long dwell time due to complex medical issues.¿ the device will not be returned for evaluation. There is no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.